Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) due to fusion were observed on the device. Technical support (ts) was contacted and recommended reprogramming to resolve event. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.